Manufacturer narrative:
The reported event of a guidewire insertion issue was confirmed. As received, a complete lead was returned for analysis. The s-curve hump height was measured, and it was within product specification. A guidewire insertion was unable to be performed; visual and x-ray analysis noted the coil at the connector region was bunched up. The cause of the reported event was isolated to the coil bunched up at the connector region which is consistent with procedural damage. Electrical testing was normal.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead failed to advance along the guidewire. The lead was not used, and a new lv lead was implanted. The patient was stable.